Event description:
It was reported to baxter (B)(4) that the reservoir of a half day infusor ruptured during patient use. It was reported an unidentified patient was receiving desferioxamine (2.5g into 60ml wfi) when towards the end of infusion, the reservoir ruptured. According to the reporter, there looks to be approximately 20ml of fluid remaining in the device. There was no report of patient injury or medical intervention. No additional information available.

Manufacturer narrative:
Additional narrative: the device has been received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted once the evaluation is completed or should additional information be received. (B)(4)